Event description:
It was reported by a nurse that a patient in a study with an implantable cardiac defibrillator (ICD) died. The death was reported five months after implant. No other information was reported. Further follow up did not yet yield any additional relevant information regarding the event. A cause and date of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.